Event description:
A customer observed repeatable negative ahbc results for a pt sample tested on the eci analyzer. The result did not agree with the known pt condition. The negative result was not reported. False negative results may lead to inappropriate physician action. There was no report of pt harm as a result of this event. This report corresponds to ortho clinical diagnostics inc.

Manufacturer narrative:
Investigation into this event showed that dilution of the initially negative sample yielded a positive result. Datalogger analysis showed that there was no evidence of analyzer malfunction, and confirmed that qc results were acceptable on the day of the event. Though the root cause of the event could not be determined, it is believed that the false negative result may have been caused by an interferent in the sample.